Manufacturer narrative:
As of today, the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that when attempting to rotate to the mlo position, the machine does not stop at the 45 degree angle. Instead the c-arm would continue to rotate unprompted. No injury reported. A field engineer was dispatched to the site.

Event description:
It was noted that the customer had rebooted the system which resolved the issue. The system was monitored and on follow up the issue had not returned.